Event description:
It was reported that an eagle or swift plate system had the coupling back out of the plate. The physician attempted to put it back in place twice. The surgeon had attempted putting in a rescue screw into the plate, but was unsuccessful. Another cervical plate system was used to complete the procedure. The delay in the surgery was approximately 45 minutes.

Manufacturer narrative:
The sales rep stated that the sample was sent to bridgewater. A tracking number was not provided. Bridgewater has indicated that they have no record of receiving the sample. At this time the whereabouts of the sample is unknown. A device history record (DHR) review could not be conducted as the lot number of the device is unknown. A 12 month review of the complaint trend analysis for the eagle plus and swift plus plates was conducted on both device families because of a similar geometrically design and functionality of the plate bushings. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
(B)(4).